Event description:
It was reported right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.